Event description:
It was reported that during the procedure for treatment of a 75% stenosis in the non-calcified/non-tortuous proximal left anterior descending artery, a 4.0x8 nc tenku rx dilatation catheter was advanced without resistance via radial approach through a 6f guide catheter to the target site for post-dilatation. Pressure was applied to 12 atmospheres but the balloon did not inflate. The catheter was withdrawn from the anatomy and a pinhole was found in the shaft. Post dilatation was successfully performed using a 4.0 non-abbott balloon. There was no adverse patient effect and no reported clinically significant delay in the procedure due to the reported issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Concomitant products: guide wire: sion blue; guide catheter: axess 6f; stent: promus element. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.